Manufacturer narrative:
"Health professional?" Should be blank as this is unknown. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon did not insert through the sheath. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon did not insert through the sheath. The balloon was replaced to continue therapy. There was no reported injury to the patient.